Event description:
The iab was inserted in a patient in cardiogenic shock. The iab was then connected to the pump. The pressure then decreased so a chest x-ray was taken. It was noticed on x-ray that the catheter's central lumen was fractured. Due to this, the iab was removed and replaced. There was no patient complications.